Manufacturer narrative:
The service found that the battery contacts were dirty (oxidation or residue of drug): this situation can lead to an inconstant contact with the battery. For the reason, the service cleaned the battery contacts. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported the pump went on off status during infusion.